Event description:
It was reported that the patients ipg was no longer working as it was taking longer to charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.